Manufacturer narrative:
Correction: the correct date of the initial report is (B)(6) 2021, not (B)(6) 2021, as previously reported. This report is submitted on july 21, 2021.

Manufacturer narrative:
This report is submitted on may 3, 2021.

Event description:
Per the surgeon, the patient experienced headaches when using and not using the sound processor. She also experiences pain when she presses around the coil and a decrease in hearing performance. There was oedema at the implant coil. The cause couldn't be established (no head impact nor magnet change) and was successfully treated with oral antibiotics.